Event description:
New information received on jun 26, 2019 indicating that the patient presented for procedure and the lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces measuring 10.2cm of the middle and 43.0 cm from the distal end. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise over-sensing. Chest x-ray performed previously did not reveal any externalized conductors. No intervention was performed. The patient was stable.